Manufacturer narrative:
This issue was previously reported under MDR# 3002809144-2020-00203 under a different suspect medical device. This MDR is being submitted as that was determine to be related to fa26jul2021( rcr# 3016438761-07/30/21-002-c). All available patient information was provided, no additional patient information was available. Concomitant medical products: concomitant products-alinity ci-series system software ln # 04v20- 12. Complete information for correction/removal number: 3016438761-07/30/21-002-c. After further evaluation, the suspect medical device was changed from alinity c processing module to alinity ci-series system control module. MDR number has been submitted and all further information will be documented under that MDR number. Further investigation into issues identified the reaction carousel motor gear was not completely engaged with the reaction carousel. The field service representative reseated the reaction carousel motor assembly. This is a software problem caused by the false implementation of the gate. This issue was embedded in the initial firmware release. Error handling when the pipettor rotation control is blocked by the gate is incorrect. There was no gate to stop sending the test result for the assay which has not completed all activities. In this case, alinity c processing module was sending the test result without flagging an error though the reagent for assays had not been dispensed into the cuvette. The third-party manufacturer (tpm) did not perform a thorough code review and were not able to design a robust test scenario against the fluctuation of the home sensor signal to detect false implementation of the gate. A product correction letter was issued on 26jul2021 to all customers with installed alinity ci- series system control module (scm) notifying them of these issues in software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series scm to software version (B)(4) and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
The customer reported a falsely decreased total bilirubin result generated on the alinity c analyzer on one patient. Results provided: 20 / another analyzer = 280, previous result was around 300 (no units provided). No impact to patient management was reported.